Event description:
After 2.5 years of implantation, during the follow up of the device involved in this MDR report, ventricular oversensing was observed in recorded memory data, which could have been related to the reported pre-syncopes. Although the phenomenon was not reproducible during the follow up visit, the pacemaker and the ventricular lead were replaced.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending. .